Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the rptr: first, the power handle was used in conjunction with a purple 60 reload, the handle closed and only fired approx 30mm. Next, a egia60axt was loaded and that reload, in turn only fired approx 30mm as well. The power stapler made the different tones. Gore seamguard buttress material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. Nothing fell into the pt cavity. There was no extension of incision. Seamguard lots: 11787543, 11175559.